Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the fb tibial implant was impacted, the white tibial impactor broke into two pieces. All pieces were retrieved from the patient. Surgery time was not extended due to a depuy instrument being broken. No lot number was visible on the broken instrument so he cannot provide with lot number at this time.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.